Manufacturer narrative:
Retainer = black. Customer returned device for an alleged critical pump error (open book image) alarm found on september 30, 2022. The device powered up properly after battery installation. No critical pump error (open book image) alarm noted. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded history and trace files using thump. A review of the downloaded history files shows on september 30, 2022 at 12:28 a this alarm is generated when a power failure is detected. Power failure alarm occurred. Further review of the history reveals a at 13:21 a an unexpected hardware reset occurred.wild restart alarm and a the critical block and inverse critical block did not add to zero.inverse check (filenumber 662 linenumber 149) alarm occurred. The device was cut open to perform a visual inspection. Corrosion and moisture damage were found on the inside of the battery tube, on the electronic assembly, motor, and force sensor. The force sensor zero offset is within specification (24.8 megha volt). The critical block and inverse critical block did not add to zero. This alarm is generated when a power failure is detected an unexpected hardware reset occurred.are due to moisture damage on the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, stained keypad overlay, stained serial number label, and pillowing keypad overlay. Critical pump error (open book image) alarm is not confirmed.the critical block and inverse critical block did not add to zero.,this alarm is generated when a power failure is detecte , an unexpected hardware reset occurred alarms are confirmed due to moisture damage on the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. No harm requiring medical intervention was reported. Troubleshooting was not performed, and the insulin pump will not be returned for analysis.